Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to high blood glucose levels between 600 and 700 mg/dl. The customer declined troubleshooting, and stated that he would remain on his back up plan per his doctor's orders. Nothing further was reported.